Manufacturer narrative:
The patient expired approximately 11 months after having a stent placed in the right internal carotid artery. She fell off of her bed and her neck got caught between the bed and her wheel chair. The patient died of asphyxiation. The death certificate and autopsy report are not available. The site recorded the official cause of death as other due to accident/trauma and noted that the patient's death was not related to the device or the index procedure. There were no reported product malfunctions and the patient was discharged the following day without any reported adverse event. A 30 day follow-up was completed and there were no documented adverse events. The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. However, at this time no conclusion can be drawn.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A 7mm extra support angioguard embolic protection device was successfully deployed at the lesion which was pre-dilated before a 7x40mm precise pro rx stent was successfully deployed. The residual diameter stenosis measured 20%. The patient was neurologically intact upon leaving the angio suite. The patient was discharged on the following day without any major adverse events. (B)(6) score was 1 which was unchanged from study baseline admission. Angioguard rx. Heparin was administered during the procedure. Clopidogrel and aspirin were administered pre and post-procedure. This device is not available for testing and evaluation, but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Event description:
The report initially received from the (B)(4) study indicated that approximately eleven months post index procedure, the patient reported died from an accident/trauma. The patient fell from the bed and became caught between the wheelchair and the bed and choked. The event was documented as not related to the cordis product or index procedure. The adjudication minutes received on (B)(6) 2010 disagree with the previous diagnosis that the contributing etiology for the patient's death was not neurological in origin and that it was unrelated to the precise stent. The patient expired approximately 11 months after the index procedure. She fell off of her bed and her neck got caught between the bed and her wheel chair. The patient died of asphyxiation. The death certificate and autopsy report are not available. The site recorded the official cause of death as other due to accident/trauma. During the index procedure, pta was performed on an 80% occluded lesion in the ostium of the right internal carotid artery of 30mm in length in a 7.3mm vessel diameter. The arch I lesion was eccentric, mildly calcified (concentric) with mild vessel tortuousity.

Event description:
A customer contacted beckman coulter inc. (Bci) in report burning her finger on an internal component on a printer as she tried to troubleshoot a paper jam. Minor burn without blister was reported. Medical intervention was not required.